Event description:
It was reported to ge that the tilt-c image intensifier travel failed. When driving the ii up, to increase the "sid", the slide assembly reportedly slipped and fell to its mechanical end of travel. No injury occurred. After removing the ii drive assembly from the gantry, a sheared sprocket key on the reducer assembly that engages the drive mesh belts was found. A broken chain that connects the motor to the gear reducer was also found. Repair was scheduled and the unit was returned to svc.